Manufacturer narrative:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced rupture and capsular contracture with baker grade iii on the right breast implant. The patient also experienced capsular contracture with baker grade I on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel implants, catalog # 3503004bc, s/ns (B)(4) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06900 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced rupture and capsular contracture with baker grade iii on the right breast implant. The patient also experienced capsular contracture with baker grade I on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel implants, catalog # 3503004bc, s/ns: (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06900 for contralateral prosthesis.